Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 46-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient suffered an embolic stroke during impella support. An embolectomy was successfully performed to treat the occlusion. The patient showed signs of short-term memory difficulty following the stroke. Impella support remains ongoing with the implanted pump.

Manufacturer narrative:
The investigation into the stroke/cva has been completed. The device was not returned for benchtop evaluation and investigation. The relationship between the cva/stroke and the use of impella was unable to be determined. The root cause of the stroke/cva cannot be determined due to insufficient clinical information.